Event description:
Caller states she was unable to test customer on the aviva system (caller unable to specify the reason she could not obtain a result). Customer had high blood glucose symptoms at the time; caller treated him with insulin and called emergency medical technicians (emts). Emts took customer to the hospital where he was treated with a saline IV; he was released from the hospital 6 hours later. Requested return of suspect device, and replacement was sent.